Manufacturer narrative:
1.complaint description: leakage during the infusion 2.DHR/bhr review: (1) the batch number of the complained product is 2200958, is 22g and product code is 383932, produced on 2022/08, with a total of (B)(4) pieces in this batch; (2) check the process inspection and delivery inspection report. The test results all meet the product standards and there are no abnormalities; (3) check the production records, there were no nonconformance, deviation or rework activities. 3.the customer did not return sample and only provided a video of the defective sample. From the video, it can be seen that there is liquid overflow on the catheter near the catheter adapter, but cannot confirm the damage status of the catheter. As the product has been used, it cannot be confirmed whether the catheter was damaged during the manufacturing process or during use. 4.take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 5. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, based on the video provided by the customer, can not confirm the specific damaged condition of the catheter. And the product has been used, can not confirm whether the catheter was damaged during the manufacturing or usage process. Therefore, the root cause of this complaint cannot be determined. The factory will continue to monitor and monitor the trend of this defect complaint. H3 other text : see narrative.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus leaked the following information was provided by the initial reporter; emergency patients are infusion, using an indwelling needle, and if there is leakage during the infusion, call the nurse, and confirm that the indwelling needle is broken and leaking. Replace the indwelling needle to complete the infusion.